Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform all functional testing including the displacement, operating currents, compromised force sensor error test, rewind, basic occlusion, occlusion, prime, a13 alarm, audio/beep anomaly and excessive no delivery test due to blank display. Received with pump cracked case at the display window corner cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm audio/beep. Customer's blood glucose at time of incident was unknown. Customer was advised to insert a new energizer battery. Customer stated the new battery did not restore normal pump function. The customer was advised the pump will need to be replaced. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.